Event description:
Complainant alleged that during biomed testing the device's pacer output was incorrect. When set to 20 milliamps. The device outputted 0 milliamps; when set to 40 millamps, the device outputted 9.4 milliamps; when set to 60 milliamps, the device outputted 14.9 milliamps; when set to 80 milliamps, the device outputted 19.5 milliamps; when set to 100 milliamps, the device outputted 21 milliamps, when set to 120 milliamps, the device outputted 23 milliamps; when set to 140 milliamps, the device outputted 24 milliamps. Complainant ndicated that there was no patient involvement in the reported malfunction.